Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the blood was found leaking into the cath-gard during placement of the catheter. Therefore, the cath-gard was removed and replaced with another one from a new kit. No injury to the patient occurred." The user changed to a new set to resolve the issue. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one psi connected to a cath-gard. The inserted catheter involved with the reported event was not returned. Large amounts of biological material were observed on the psi and inside the cath_gard. Visual analysis of the psi did not reveal any obvious defects or anomalies. The hemostasis valve and psi were leak tested according to three different parameters per amrq-000037 rev.12. 1.) Low pressure leak resistance (hemostasis valve), section 6.1.2, which states, "using a test pressure of 38-42 kpa (5.51-6.09 psi), there shall be no leakage past the hemostasis valve". The sheath/catheter was attached to a leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 42 kpa for 30 seconds. No leaking was observed. 2.) High pressure leak resistance test, section 6.1.3, which states, "when tested in accordance with iso 11070, annex d, using a test pressure of 300-320 kpa (43.5-46.4 psi) there shall be no leakage sufficient to form a falling drop". With both the distal end of the sheath and the hemostasis valve occluded with a lab inventory obturator, the device was pressurized to 320kpa for 30 seconds. No leaks were detected from any portion of the sheath, which indicates that the assembly is intact. 3.) Liquid leakage - hemostasis valve with a catheter inserted. A lab inventory 7.5 fr swan-ganz was inserted into the valve of the sheath. The sheath was then pressurized to 42 kpa for 30 seconds. No leaking from the sheath was observed. A lab inventory 0.085" pin gauge was inserted into the sheath valve. The sheath body was placed inside a beaker filled with water. A lab inventory syringe was then attached to the sheath side arm. The syringe was aspirated, and no air bubbles were observed. The sheath appears to aspirate as intended. The test was repeated with the pin gauge held at an angle. Upon aspiration, only air was sucked into the syringe. Psis of this type are designed to be compatible with all types of catheters; however, the orientation of the inserted catheter can possibly affect the functionality of the internal valve. It is recommended that the catheter be kept in a straight pos ition while inserted in the sheath. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The lidstock states, "psi kit for use with 7.5-8fr catheters". The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a leaking valve was confirmed through analysis of the returned sample. Functional leak testing of the device in accordance with bs en iso 11070 did not reveal any leaks or anomalies of any kind. Likewise, no air bubbles were observed when aspirating the sample under normal conditions. Consultation from r & d revealed angled catheters can contribute to the customer observing air bubbles during aspiration. The inserted catheter size and the orientation at the time of the reported event are unknown; therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the blood was found leaking into the cath-gard during placement of the catheter. Therefore, the cath-gard was removed and replaced with another one from a new kit. No injury to the patient occurred." The user changed to a new set to resolve the issue. There was no medical intervention required. The patient's current condition is reported as "fine".